Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor filled with fluorouracil experienced a no flow event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Manufactured june 13, 2016- june 15, 2016. The sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and there were no signs of blockage or physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed and was found to be within the product specification range of 4.50 ¿ 5.50 ml/hr. The reported issue was not verified. The sample was conforming to all specifications. Should additional relevant information become available, a supplemental report will be submitted.